Manufacturer narrative:
MDR supplemental report being filed due to the aware date on g4 on the initial report was entered incorrectly. The correct aware date is now being submitted. No other changes to the report are required.

Manufacturer narrative:
From job router history review, device serial number (B)(4) was released to stock on 03/06/2016. 1st time serviced was 02/02/2018, service record # (B)(4). Device passed all tests conducted. 2nd time serviced was 04/20/2018, service record # (B)(4). The service tech noticed a bad odor and replaced the tubing and the pump. Device passed all tests. From the investigation of returned sample device, serial number (B)(4) passed all tests and functioned as intended. No issues were found. Leak alarm test results indicate that the device alarmed within specification (3 mins +/- 30 secs). Vacuum test results indicate that the device pressure settings are also within specification (-70mmhg +/- 7.47, -120mmhg +/- 11.21, and -150mmhg +/- 14.95). Device stabilized as intended and provided pressure on each setting selected. From the investigation, there is no abnormal situation that happened in production. Therefore, the root cause could not be determined. The complaint information was informed to the relevant sectors for their awareness. There is no action taken at this time, but supplier will continue to monitor the trend of this type of incident.

Event description:
Customer reported that since the foam dressing was not suctioned down to the sacral wound and the dressing was very wet, the nurse had to remove the dressing completely and place it aside. The svedrent negative pressure wound therapy device continued to run even though the dressing was off patient and it took quite a while for the device to alarm. A new device was then applied. Debridement of wound was required.